Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) noted higher power consumption that was likely due to high atrial rate sensing in combination with numerous interrogations. The data showed that the pulse generator had been operating at a steady 45 microwatts average power and recently bumped up to 50 microwatts likely due to interrogations. It was suspected that the extra 15 microwatts was due to the sensing of persistently high atrial rates. Moreover, boston scientific technical services (ts) suggested programming options. As of this time, the device remains in service. No adverse patient effects reported.